Manufacturer narrative:
The unit was received with blank display due to moisture damage at the electronic assembly. The unit was unable to perform the self test along with the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, operating currents, unexpected restart error, and off no power tests. The following physical damage was noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked belt clip slot, and a cracked reservoir tube lip.

Event description:
The customer's father reported via phone call that his son's insulin pump was dropped in the bathtub. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.